Event description:
Underwent left breast mastectomy in 2002 with implant reconstruction. On (B)(6) 2003, breast expander was replaced with a mentor breast implant, catalog #350-3535, lot #258999, sn (B)(4). On (B)(6) 2012, a mammogram and ultrasound revealed findings in the left axilla were suspicious for free silicone and a MRI was recommended to evaluate the implant integrity. On (B)(6) 2012, a breast MRI revealed an intracapsular rupture and partial collapse of the outer silicone component of the implant. I get occasional very sharp pains in the upper quadrant (towards the under arm) of the reconstructed breast. This implant is only 9 years old and I now must undergo surgery to replace it. No one can tell me what caused this rupture. I have a low physical activity lifestyle. No injuries have been sustained to the breast. Silicone implants were taken off the market once - should they be again?